Event description:
In 2007, this patient underwent debranching of several vessels, and was implanted with five gore tag thoracic endoprostheses and four gore excluder aaa endoprostheses to treat a descending thoracic aortic aneurysm. In 2008, a reintervention took place to treat a distal type I endoleak. An unplanned aui, with an aneurx device was performed, but failed to resolve the endoleak. Implantation of two additional gore tag thoracic endoprostheses and a palmaz stent resolved the distal type I endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted in 2007, and involved in this event: please refer to medwatch #2017233-2008-00140 for the five gore tag thoracic endoprostheses that were also implanted the same day.